Event description:
It was reported that during a laparoscopic cholecystectomy procedure, complaint pleading alleges that the patient suffered a traumatic insult or injury to his colon at the hepatic flexure, which injury or insult is presently believed to have been caused by a discharge of stray energy from the laparoscopic equipment used in the procedure. Same time in the week following the surgery, the wound or abrasion ultimately ruptured, and the contents of patients colon began leaking into his abdominal cavity, ultimately causing severe necrosis of a substantial portion the patients colon, as well as his omentum, and requiring substantial additional surgical and medical care. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device returning. Additional information: this account has 3rd party refurbished the hand pieces in the past and has many old ones on hand. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.